Event description:
A malfunction alarm identified as malfunction code 16 was reported, which occurred without any notable preceding events. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, but the issue persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.